Event description:
It was reported that the right ventricular (rv) lead has low pacing impedance and low impedance on the high voltage coil. The lead was found to have oversensing of noise. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 lead implanted: (B)(6) 2008. (B)(4).